Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit, hyperglycemia and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room with hyperglycemia starting into diabetic ketoacidosis (dka) on (B)(6), 2025. Symptoms reported include hyperglycemia, nausea, vomiting, rapid heartbeat, low blood pressure, weakness, headache, and high ketone levels. The patient was treated with intravenous (IV) fluids and IV fast-acting insulin. According to the patient, she was released after 7 hours in the ER on (B)(6), 2025. The patient reported she tried connecting a new pod, but it was not connecting properly, the system displayed a message stating "multiple pods found" despite trying to troubleshoot. The patient did not disclose a specific blood glucose level or the duration of pod use.